Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completeted.

Event description:
Complainant alleged that the device delivered energy to a pt, the device's display went blank. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.